Event description:
Per hospital: "flushing leak occurred from the mid-junction of the sheath." No injury occurred: event observed during device preparation, before use on the patient. After internal MDR review bsc considers this event to be "malfunction that could cause or contribute to injury if it were to recur."